Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported failure to advance and kinked shaft appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a free perforation in the mid-left anterior descending coronary artery that occurred during use of another device. An attempt was made to cross a 2.8 x 16 mm graftmaster stent delivery system (sds) for treatment of the perforation; however, it would not cross due to the anatomy. It was replaced by another graftmaster stent which crossed successfully, the perforation was sealed and the procedure was completed. No additional information was provided.